Event description:
Information was received indicating that this ambulatory infusion pump shut down and then reset to the standard programmed settings. The patient used their backup pump with the correct programmed settings and no drug therapy was missed. No adverse patient effects were reported.